Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing atrial activity leading to pacing inhibition for this pacer dependant patient. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. The patient reported pre-syncopal symptoms. There were no additional adverse patient effects.